Manufacturer narrative:
The insulin pump was received with broken battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that plastic piece came off the cap and then there was a crack around the battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.